Manufacturer narrative:
The customer reported the analyzer was "heating up the batteries". There was no allegation of patient/user harm. There was no allegation of incorrect results. The customer returned the analyzer. The returned analyzer was investigated by product support and the customer complaint could not be duplicated.

Event description:
The customer reported the analyzer is "heating up the batteries". No allegation of patient/user harm.